Manufacturer narrative:
This report is for one (1) unknown 12-hole variable angle (va) distal femur plate. The original implant procedure was performed on an unknown date. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient had a hardware removal surgery done on (B)(6) 2016 due to a broken variable angle (va) distal femur plate. All the screws were removed intact. Patient was revised to a retrograde nail. There was no delay in surgery and the patient is reported as doing fine. Concomitant device reported: screws (part # unknown, lot # unknown, quantity #12). This is report 1 of 1 for (B)(4).